Manufacturer narrative:
During a carotid procedure, the physician felt friction when advancing the angioguard embolic protection device to the lesion. The characteristics of the vessel are unk. The physician states that friction was felt while advancing the product through the artery. After one attempt at delivering the device, the physician realized that the basket would not close properly and it was decided to remove the device from the pt. Upon removal, some friction was felt and force was required to completely close the basket and remove the device from the pt. Another device was used and the lesion was successfully treated. There was no reported injury to the pt. This complaint is being made reportable because during analysis the coil was discovered stretched just distal to the bullet coil. With the limited amount of info available, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics, procedural factors and/or user handling may have contributed to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.

Event description:
During a carotid procedure, the physician felt friction when advancing the angioguard embolic protection device to the lesion. The physician stated that the basket would not close properly and therefore, it tended to open prior to reaching its intended destination. The age and gender of the pt is unk. The device was properly inspected and prepped prior to use. The basket was not checked prior to insertion. The characteristics of the vessel are unk. The physician states that friction was felt in the artery, after being tracked through the delivery system. After one attempt at delivering the device, the physician realized that the basket would not close properly. Therefore, the physician decided to remove the device from the pt. Upon removal, some friction was felt and some force was used to completely close the basket, and remove the device from the pt. Another device was used and the lesion was successfully treated. There was no reported injury to the pt. The product was returned for eval and testing. Analysis showed that the distal coil segment of the device does present a 0.3cm stretched region approx 0.15cm distal of the bullet coil.